Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient had been hospitalized with diabetic ketoacidosis (dka). It was reported that the patient's blood glucose levels reached 406 mg/dl while wearing the pod for more than 48 hours on the hip/buttocks. The patient's mother stated that on (B)(6) 2020 morning the patient was vomiting and had a high ketone reading so they removed the pod. The patient was taken to the emergency room and along the way became unconscious. The patient's mother stated that the patient received 2 intravenous bags of fluids. The mother stated that in one bag there was sodium chloride, and potassium. The patient's mother stated that in the other intravenous bag there was saline and potassium. The patient's mother also stated that the patient received insulin (humalog). The patient's blood glucose history are as follows: bg(mg/dl), 324, 352, 394, 406.